Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the top right area of the touchscreen was not working. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. It was discovered that the top right area of the touchscreen was not working at bench repair. The bench service engineer (bse) performed a calibration, but the issue was not resolved. The bse determined a replacement of the touchscreen was required.

Manufacturer narrative:
The bench service engineer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.